Manufacturer narrative:
510k: this report is for an unknown reconstruction plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the subsequent review of the following journal article: zhang, h. Et al. (2009), long philos locking compression plate for treatment of proximal humerus and humeral shaft fractures, chinese journal of reparative and reconstructive surgery, vol. 23, no. 4, pages 419-422 (china). The objective of this study is to investigate the therapeutic effect of long philos locking compression plate on the proximal humerus and humeral shaft fractures. Between march 2005 to december 2007, 35 patients (16 males, 19 females) with a mean age of 54.5 years (range, 29-68 years) were treated with an unknown synthes long philos locking compression plate with unknown synthes locking head and locking cortical screws. Regular follow-up was performed a 1, 2, 3, 6, and 12 months, and annually thereafter. Complications were reported as follows: 1 patient had loosening and delayed fracture healing 5 months after fixation surgery. 2 patients developed symptoms of radial nerve paralysis which recovered spontaneously within 3 weeks. 1 patient had humeral head necrosis at 6 months after surgery, and stage ii humeral head replacement was performed. 1 patient had uniform shrinkage of the humeral head. 2 patients developed chronic mild pain of the shoulder joint, and did not receive any special treatment. 3 patients had moderate results according to the neer criteria for shoulder function. 2 patients had poor results according to the neer criteria for shoulder function. This report captures the reported patient who had loosening and delayed fracture healing 5 months after fixation surgery. This report is for an unknown synthes reconstruction plate. This is report 1 of 6 for (B)(4).